Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a kidney rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, during the procedure the trocar was placed within the kidney so that a tumor could be treated via CT-monitored ablation. The electrode was then advanced through the trocar and the tines were deployed within the tumor. A CT scan was used to identify the positioning of the electrode and tines. However, the physician was not able to verify if the tines had fully extended. The ablation was performed, but roll off was achieved in under 2 minutes. At this time, the tines were retracted back into the needle and the electrode was removed from the patient. The account indicated that while preparing for the ablation procedure, the electrode was tested outside of the patient and the array deployed successfully. However, after removing the electrode, the array would not fully extend and the tines were bent/twisted. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.